Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. A review of the device logs did not identify any failures or indications of device malfunction. The logs recorded intermittent "check pads" and "poor pad contact" messages, which are consistent with poor pad coupling. Bench testing was performed but could not reproduce the reported issue. Internal inspection revealed no abnormalities. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the data file and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to monitor a 69-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.